Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in finland: "underinfusion." Customer statement: "device has infused wrong. Plasmalyte infusion rate 1000 ml /24 h speed 42ml/h and tubings straight and liquid bag not changed during infusion but patient did receive only 500 ml in 24 hours. Patient got liquid 500 ml less than planned."